Event description:
This is being filed as thrombus was observed on the tip of the steerable guide catheter (sgc 40814u2/(B)(4)). The thrombus was removed from the anatomy and the patient was treated with blood thinners. It was reported that during a mitraclip procedure, several minutes after the clip delivery system (cds) was introduced into the left atrium, thrombus formation was observed on the clip. The cds was retracted into the steerable guide catheter (sgc) and out of the anatomy. Once out of the anatomy, the thrombus was seen on the clip. On the echocardiogram and thrombus formation was again observed on the tip of the sgc. The sgc and thrombus were removed from the anatomy. The patient was administered additional blood thinners (thrombin iii) and the activated clotting time (act) was over 350. The act was monitored throughout the procedure. During the procedure, the patient experienced episodes of atrial fibrillation. The patient was extubated and was stable. There were no side effects due to the thrombus. Per the physician, a suspicion of heparin-induced thrombocytopenia (hit) was possible. No clip was implanted and the mixed mitral regurgitation grade remained at the preprocedure grade 4+. No additional information was provided.

Manufacturer narrative:
(B)(4). The steerable guide catheter will not be returned for analysis as it was reported as being discarded. The investigation has not yet been completed. A follow-up report will be submitted with all additional relevant information. The clip delivery system (40915u1/(B)(4)) referenced is being filed under another manufacturer report number.

Manufacturer narrative:
(B)(4). The steerable guide catheter was reported as being discarded. There was no reported device malfunction associated with the device. The reported patient effects of emboli (thrombus) and atrial fibrillation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. A review of the lot history record revealed no nonconformances that would have contributed to the reported event. Although a definitive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.